Event description:
Add'l info rec'd from MFR 1/25/01: the implantable leads, model 0015 and model 0075 were not returned for analysis. The medwatch form states the leads were removed by laser due to an unspecified failure. Attempts to obtain info regarding the specific allegation were unsuccessful. The leads were removed on 10/00. As of 1/24/01, neither lead has been returned for analysis.

Event description:
Add'l info rec'd from MFR 1/18/01: the allegation received states there was a ventricular lead failure. Due to the lack of details describing the failure, attempts were made to gather further details. No further info was obtained.

Event description:
Automatic implanted cardioverter defibrillator ventricular lead failure. Atrial and ventricular leads removed per laser.